Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced cartridge resistance when filling multiple cartridges. Reportedly, the issue was resolved by reinserting the syringe needle into a different section of the cartridge. There was no reported adverse impact to the customer's blood glucose level.